Manufacturer narrative:
(B)(4). This complaint for use error was confirmed due to the patient reported reusing the same supplies for a new therapy. The cause of the use error is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Event description:
During a follow up call for a reported system error alarm that occurred on (B)(6) 2011, the caregiver (cg) provided additional information indicating that the home patient (hp) did not start over with new supplies the night of the alarm; rather, used the same supplies and performed the entire therapy with four dwells. The cg stated there was no patient injury or medical intervention resulting from this event.